Manufacturer narrative:
H10: manufacturing review: a lot history review was completed, which identified that this is the first complaint reported for this lot number. Investigation summary: the sample was not returned for evaluation; however, one electronic photo was provided and reviewed. The stent appears to have dislodged proximally from the balloon. Based on the photo review, dislodgement of the stent can be confirmed. Therefore, the investigation is confirmed for dislodgement as the stent had dislodged from the balloon.the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while introducing the balloon expandable biliary stent into a 6f sheath, the stent allegedly slid off the catheter. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 12/2021).

Event description:
It was reported that while introducing the balloon expandable biliary stent into a 6f sheath, the stent allegedly slid off the catheter. Another device was used to complete the procedure. There was no reported patient injury.